Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. "Try it 55 fixed low test" and was performed and passed. Functional testing was performed and passed relevant testing. The receiver was opened and an internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The transmitter was evaluated. An exterior visual inspection was performed and passed. The charger was evaluated. An exterior visual inspection was performed and passed. The usb cable was evaluated. An exterior visual inspection was performed and passed. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.